Event description:
It was reported that there was high lead impedance observed. The device had migrated in the pocket, and the physician thought it may have caused pressure on the lead. During revision, the physician questioned whether or not the helix was fully extended. The lead was capped and replaced. Additional information was subsequently received from the patient indicating that the lead had fractured. There were no reported patient complications as a result of this event.

Event description:
It was reported that the there was high impedance seen on the lead. It was noted that the device had migrated in the pocket, and the physician thought it may have caused pressure on the lead. During the lead revision, the physician questioned whether or not the helix was fully extended. The lead was capped and a new rv lead was implanted. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.